Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter alleged that the pump suddenly had a loss of prime alarm. The reporter noted that they attempted to prime the pump again and they received two more loss of prime alarms. The reporter was unable to attempt further priming due to a call service alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/12/2014 with the following findings: a review of the pump history showed multiple ¿loss of prime¿ alarms on (B)(6) 2013. The pump powered on and emitted a ¿call service¿ alarm that was not able to be cleared. The ¿loss of prime¿ issue was not able to be investigated due to the ¿call service¿ alarm issue. The pump was opened and no intermittent condition was found to the force sensor circuit. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.